Event description:
It was reported that an altitude alarm repeatedly occurred with the customer's pump, causing their blood glucose level to be displayed as "high." The customer addressed the high blood glucose by administering a correction injection manually. There was no third-party assistance required, but insulin delivery was suspended due to the alarm. Technical support instructed the customer to clean the speaker holes and attempt to reconnect the cartridge, but insulin could not be resumed. The customer declined to load a new cartridge as multiple cartridges had been tried over the past month. Technical support advised allowing time for moisture to evaporate and planned to follow up, though the customer was unavailable during the follow-up attempt.